Event description:
The customer stated that she had thought her blood glucose readings were low. She had been adjusting her diet and medication based on the readings, although she did not allege any adverse events. She discovered the units of measure were incorrectly set to mmol/l and she needed help resetting to mg/dl. She was able to reset the meter, and no product will be returned.